Event description:
The customer reported that the system was displaying communication error messages that would lock-up the system. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and system interface board were replaced. The system was then found to be operating as intended.